Manufacturer narrative:
Vascular complications (occlusions) are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside a blood vessel leading to an occlusion and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling. Literature data: delorenzi c. "Complications of injectable fillers, part 2: vascular complications." Aesthet surg j. 2014; 34 (4): 584-600. Funt d, pavicic t. "Dermal fillers in aesthetics: an overview of adverse events and treatment approaches." Clin cosmet investig dermatol 2013; 6: 295-316.

Event description:
The described event happened outside the u.s., in (B)(6). According to the received information, the patient presented with a vascular occlusion on the supraorbital artery following the injection of teosyal rha 2 in the forehead on (B)(6) 2019.